Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, the product number or lot numbers were not supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: no product details available.

Event description:
The affiliate reported via email that the device in question suddenly stopped even the surgeon tapped foot peddle, and finally ¿440-17¿ error message was displayed after the equipment display was frozen during arthroscopic rotator cuff repair surgery on (B)(6) 2017. The surgery was completed by using alternative device (article number is unknown). There was surgical delay in 45 min and no harm to the patient.